Event description:
It was reported that an out of range pacing impedance greater than 3000 ohms was noted on this rv lead. There has also reportedly been spikes in ra lead impedance, although they were not out of range. The leads and associated device remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).